Manufacturer narrative:
Unit received with solid white display due to cracked glass at lcd controller ledge on pcba 1. Unable to perform displacement test due to solid white display. Unit received with scratched case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.